Event description:
I am diabetic and use a medtronic 530g insulin pump and sensor. I was wearing the sensor during the last week of (B)(6) 2014, when I had a severe hypoglycemic event. I lost consciousness and my husband measured my blood sugar at 27, using my glucometer then called the ems. The paramedics arrived and provided assistance. No transport to the hospital was necessary. During the entire event, the sensor never alarmed and threshold suspend was not activated.